Manufacturer narrative:
On 24 dec 2015 it was prepared a final report with the information already submitted in the initial report. On 28 dec 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Visual inspection performed on (B)(4) 2015 by packaging dept. Manager: during the visual inspection, the hair was clearly detected on the liner as well as it could be seen from the picture previously provided: so, the claimed defect was confirmed. Anyway, the liner was returned inside the outer blister only: it means that prior to find the hair, the package was completely opened so it can't be excluded that during its opening a contamination could have occurred, accidentally, in the operating room itself. In particular, even if in the operating room they all wear specific clothes/ devices to avoid any kind of contamination, it must be considered that also in the room where the involved item was packed at medacta csp the operators have to wear specific clothing and to respect the dedicated procedure entry rules for personnel in controlled environment areas). So, it can't be decreed our operating room hospital fault for the contamination with the hair. Moreover, the lot involved in this complaint was released on aug, 20th 2015 ((B)(4) items): up today, oct, 8th 2015 we have sold (B)(4) pieces of this lot and this is the first case registered for hair found on the liner. So, it can be considered as an isolated case. It can be also added that on (B)(4) 2015 a training session was carried out to all the operators included in the packaging process, due to a similar complaint previously happened. Moreover, on 15.jun.2015 specific control instruction and procedures were updated and a new specific training session ((B)(4) 2015) was carried out to all the operators involved into the packaging process. For all the above, we can declare that the packaging activities are under control and the operators are all well trained: for this reason, as reported above, it can't be assumed that the hair belonged to the medacta operator who packed the involved item. On the other hand, it can't also be assumed that the contamination occurred in the operating room, so no definitive root cause can be identified with the information at disposal. Batch review performed on 23 october 2015: lot 152076: (B)(4) items manufactured and released on 20 aug 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue.

Event description:
Surgeon found a red hair in the sterile package on the inlay. Another implant was used (same article).